Event description:
It was reported that: the device posted "paw high" alarm while in use and stopped ventilation. The user switched to manual ventilation and there was no pt injury reported at this time. The pt died three days later, on (B)(6) 2014, but reportedly the users see no relationship between the pt death and the ventilators behavior.

Manufacturer narrative:
The concerned device was requested for investigation. We will report the investigation results in the f/u report.